Event description:
This procedure was performed in anotherj country: in 2007 during surgery, where several endovascular procedures were used, there was an accident with the mounted stent in the primus balloon gps 8 x 57. A disconnection of the stent on the balloon occurred, which caused open surgery and destruction of the layer interns of the right common femoral artery.